Event description:
It was reported that a lead integrity alert (lia) was triggered and short interval counts (sic) was observed. Review of device information indicated that electromagnetic interference was the causative factor for the lia trigger. It was further reported that there was infection and erosion of the skin over the implantable cardioverter defibrillator (ICD). During explant of the device system, the helix was attempted to be retracted multiple and was unsuccessful. The device was explanted and the lead remained implanted until it could be explanted by a different physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).